Event description:
The complainant reported that the automated impella controller (aic) exhibited an alarm during set up and the gray piece on the device is loose. Another device was utilized and there was no reported harm or injury to the patient.

Manufacturer narrative:
The investigation for the reported aic - purge disc/flag issues has been completed. The impella device has been returned for evaluation. Visual inspection of the purge assembly area confirmed a broken stand on blue purge retainer (the ¿grey piece¿ as reported) and a crack on retainer. The damage on the purge retainer resulted in the purge disc not detected issue. This report is being filed as part of a retrospective review of historical records.